Event description:
The patient was reportedly experiencing pain and heat during stimulation of the device. Multiple electrodes were turned off. Testing showed that the device is functioning. The company was informed that the electrode array had migrated out of the cochlea. Surgery to reposition the patient's device has been scheduled.